Event description:
It was reported that the patient presented for a lead extraction procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited a decreased p-wave amplitude. During the procedure, the ra lead was damaged. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events for lead sensing problem and ¿damaged lead¿ were not confirmed. A complete lead was returned in one piece. Visual inspection and electrical testing were normal with no anomalies found.